Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
According to aesthetic surgery journal post: "commentary on: a multicenter evaluation of paradoxical adipose hyperplasia following cryolipolysis for fat reduction and body contouring: a review of 8658 cycles in 2114 patients."

Manufacturer narrative:
Corrected data: d1.

Manufacturer narrative:
H11: corrected data: upon further review of the reported event, it has been determined that there is no alleged paradoxical adipose hyperplasia (pah).

Event description:
Upon further review of the reported event, it has been determined that there is no alleged paradoxical adipose hyperplasia (pah).

Manufacturer narrative:
This record is no longer reportable to the FDA and will be un-reported. Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 8/1/2023. Changed data: b2.

Event description:
Upon further review of the reported event, it has been determined that there is in fact no real report of paradoxical hyperplasia (ph).